Event description:
It was reported that the patient presented for a generator changeout procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited low pacing impedance. The low pacing impedance issue was able to be confirmed when manipulating outside the pocket during the procedure. The ra lead was capped and replaced on 25 apr 2025. The patient was in stable condition.